Event description:
The device was returned for mechanical hardware failure. During investigation, the device was opened to inspect for internal damage. The pneumatic plate is cracked on two of the screw bosses. The red wire for the air compressor is pinched. The rocker axle for the av assembly is damaged and will need to be replaced.

Event description:
The following has been reported: "pump was returned by (B)(6) as they did not want to use lvp's for their nicu unit; no malfunction was communicated to fresenius kabi. During a review of the pump, the following issue was noted:" pneumatic plate broken, pinched air compressor wire a preliminary review of the logs identified the following issue: mechanical hardware failure (av assembly) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.